Event description:
Report of explant of device system due to "infection" received per inquiry made associated with annual device tracking report. Follow up info received from hcp included-the pt experienced fever, redness, and swelling of the device pocket. A culture was obtained from the pocket and blood-it revealed mrsa. The pt was treated with IV anibiotics and total system explant. The infection has resolved. Pt has a history of decubitus ulcers and urinary tract infections.